Manufacturer narrative:
The lead was returned for patient deceased. As received only the connector portion of the lad was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual analysis did not find any anomalies with the exception of procedural damage.

Event description:
Related manufacturer reference number:2017865-2025-15473. Related manufacturer reference number:2017865-2025-15474. It was reported that the patient has deceased. The cause of death was unknown. There is no known allegation from a health professional that suggests the death was related to the device.